Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2003: the patient was pre-operatively diagnosed with lumbar radiculopathy, discogenic pain syndrome, l4-l5 and underwent the following procedures: radical anterior discectomy l4-5 with complete removal of the disc, removal of posterior osteophytes and decompression of the spinal canal with partial vertebrectomy. Anterior lumbar interbody fusion l4-5. Insertion of anterior lumbar hardware with intervertebral fusion devices. Utilization of bone morphogenic protein(bmp) impregnated collagen sponges. As per op-notes, ¿the bmp had been injected onto the collagen at the beginning of the case, roughly 45 minutes earlier. Prior to its insertion, the entire abdomen and disc space were copiously irrigated. The bmp sponges were then placed into the cages.¿ on (B)(6) 2003: the patient was discharged from the hospital. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.